Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. Fse confirmed gas delivery failure. The service engineer (se) replaced the gas delivery system (gds). The part was returned for further analysis. The gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing o2 flow accuracy during testing. There was no patient involvement.